Manufacturer narrative:
The reported event was confirmed cause unknown. It was received 1 all-silicone foley catheter. The catheter was in three pieces: the shaft with balloon and tip, the funnel was detached from the shaft right in the joint spot and the inflation arm was broken in two pieces. This does not meet specification which states "catheter length must conform to drawing". Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "user applies excessive tension" and "high modulus silicone". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall". "Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Catheters should be replaced in accordance with the cdc guideline "guideline for prevention of catheter-associated urinary tract infection". At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse event, the catheter should be replaced. To deflate catheter balloon: to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities". The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that staff attempted to place 16fr foley catheter in patient from kit, due to infection issues, a new catheter was needed. When attempted to remove used catheter from bag tubing, the catheter pulled apart where the saline balloon port connected and in the middle of the catheter. It was unknown what medical intervention was reported (pcn# (B)(4). Per sample received on 07mar2024, it was noted that the customer returned a foley catheter for evaluation (pcn# (B)(4).